Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Sales rep reported during a left wrist surgery the screw would not lock into the plate. Also tried again on the back table during the procedure. Retrieved a new plate from another tray. Delay of 15 minutes.

Manufacturer narrative:
The reported event that the screw would not lock into the ¿volar smartlock dr plate, wide, short¿ could be confirmed, since the device was returned for evaluation and it matches the reported failure mode. The visual inspection revealed that the head of the screw, is quite scratched with deformed edges and dents. The threads, just below the head of the screw, are completely deformed, while the rest of the threaded part, as we move towards the other end of the screw is in a good condition. A functional inspection ¿ inserting the received screw in the holes of the plate ¿ was performed, and it was identified that it does not lock in any of the holes. It was reported that the screws were inserted in an angle into the plate holes, and the holes were drilled using the variable angle drill guide which was fully seated in the hole before the drilling. Also the screws could not be locked in any of the 4 distal holes of the reported plate. This is consistent with the received plate: all 4 distal holes are deformed and no screw can be locked. As per op. Tech. (Vax-st-1_variax distal radius), ¿locking and non-locking screws can be used in any round hole. [¿] to avoid disengagement of the screwdriver blade from the screw during insertion, axial pressure is recommended. [¿] the smartlock polyaxial drill guide (56-01250) allows for ±15 degrees of custom angulation and may be used for more complex fractures. A lip on the drill sleeve will engage and allow toggling in the hole. The range in which the drill guide toggles will create a 30-degree cone and every angle in this range will be a locking position. This may allow the surgeon to aim where the screw/peg should be placed. Also, depending on the placement of the plate, there may be a need to angle a screw/peg out of the fracture line. [¿] note: using one of the provided drill guides for screw hole preparation is mandatory. Not using a drill guide may lead to drilling out of specified locking range and compromise the locking capabilities. [¿] note: first fully engage the drill guide in the hole and then aim the drill in the desired direction.'' A deviation from the proper usage instructions and too high axial pressure used, which is consistent with the completely deformed head of the screw, could definitely lead to a compromise of the locking capabilities. As per IFU. (V15013), ¿ensure that you are familiar with the intended uses, indications/contraindications, compatibility and correct handling of the implant, which are described in the operative technique manual for the product system. Please remember that product systems may be subject to alterations that affect the compatibility of the implant with other implants or with instruments. [¿] inspection is recommended prior to surgery to determine if implants have been damaged during storage. [¿] avoid surface damage of implants.¿ based on investigation, the root cause could be attributed to a user related issue due to high axial forces during insertion of the screw. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If any further information is provided, the investigation report will be updated.

Event description:
Sales rep reported during a left wrist surgery the screw would not lock into the plate. Also tried again on the back table during the procedure. Retrieved a new plate from another tray. Delay of 15 minutes.